Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. Customer's blood glucose was 108 mg/dl. Customer continued to use the pump for insulin therapy.